Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment. Information not provided.

Event description:
Mother of patient called clinic day after a treatment and reported patient was having numbness in his left index finger and thumb, and some motor issues (but still was able to move fingers). Prednisone was used to reduce inflammation. One month later the condition had improved slightly. Patient saw a neurologist four months after treatment but no information was provided with the results of that visit. No further communication.